Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and no delivery alarm. Blood glucose reading was over 700 mg/dl and over 600 mg/dl. Customer treated with manual injection for high blood glucose. Customer stated tat they had blood at site and declined troubleshooting for that. The pump will not be returned for analysis.